Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation noise was noted on the ventricular and atrial channels in the stored high ventricular rate and auto mode switch episodes. It was noted that the patient was asymptomatic to the brief period of pacing inhibition noted on the electrograms. All electrical parameters were stable and within range. The pulse generator was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).